Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe integra 3ml ll w/ndl 25x5/8 rb had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer reported a foreign material being metallic washer within the syringe after preparation .

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe integra 3ml ll w/ndl 25x5/8 rb had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer reported a foreign material being metallic washer within the syringe after preparation .

Manufacturer narrative:
One photo of a 3ml integra syringe (p/n 305269) was received and evaluated. The photo was a close up of a syringe with a needle attached. The syringe in the photo shown had a plunger rod that had the cutter punctured through the stopper, showing that the syringe had been activated. Also, the syringe was filled with an unknown medication. Please note that the syringe used is an integra retracting syringe. As such, it is intended that after medication injection that the plunger rod thumb rest is depressed until two "clicks" are sensed. At this point the metal "cutter" shown in the complaint photo will pierce the stopper rubber and activate the retracting mechanism on the integra needle, pushing it back into the syringe barrel. The "cutter" is an intended part of the design of the integra syringe. If the syringes are found to be prematurely activating, then unused physical samples would be needed to perform activation force testing to determine if the product was non-conforming. Since the complaint relates to the design of the integra syringe a potential root cause will not be established and no corrective actions will be taken. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.